Manufacturer narrative:
The initial complaint described a theoretical potential gap in the safety / efficacy of pt innovin and aptt fsl reaction configurations for cs-2500 instruments installed in us territories. The initial question did not take into account the multiple algorithms that evaluate the curve for abnormalities. Incorrect results generated by the analyzer would be accompanied with a flag alerting the operator to the abnormal curve. Consensus within siemens is that no potential death or serious injury could result from the initially described curve profile.

Event description:
Information has become available subsequent to the 30-day deadline being reached. At the time of the MDR decision, there was insufficient information available to enable accurate determination, and a clearer picture has subsequently emerged.

Manufacturer narrative:
This issue was identified internally by the distributor using analyzer software version 01-65. Current software version used in the u.s. Is 01-68. The issue has not been independently confirmed. There has been no reported complaints or adverse events with this described issue. Investigation is on-going and a follow up report will be provided.

Event description:
(B)(6), distributor of the cs-2500 alleged that the u.s. Specific software settings for prothrombin time (pt) and the activated partial thromboplastin time (aptt) may produce an abnormal coagulation curve and incorrect results. The anomaly is displayed in the coagulation curve, and inaccurate results may be detected with discordant results between replicates.